Manufacturer narrative:
Section h3, h4: additional information. Section d10: corrected data. Manufacturer's investigation conclusion: the reported event of a no external power alarm was not confirmed. The returned mpu (serial number (B)(6)) was tested on (B)(6) 2020. The unit operated as intended for several days, and no atypical events occurred throughout all testing. A full functional checkout was performed, and the unit was returned to the customer site after passing all tests per procedure. No log files were associated with the reported event. The root cause of the reported event was unable to be determined through this analysis. Heartmate 3 patient handbook (section 5 ¿alarms and troubleshooting¿) describes all alarms (visual and audible) and what action should be performed when they do occur, including the no external power alarm: heartmate 3 instructions for use and heartmate 3 patient handbook both caution the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that patient had a no external power alarm on the mobile power unit (mpu). Patient switched to 14v battery power. Patient did not lose power at home during the time of the event. When patient tried to use mpu after, the device alarmed with a yellow wrench advisory. There is a suspected electrostatic discharge (esd) event. The current mpu was removed and a loaner mpu was provided. Patient was advised to purchase static guard or other for spraying on carpet where he uses mpu at night.